Event description:
It was reported to boston scientific that a cre wireguided dilatation balloon was used during a dilatation in the alimentary track performed on (B)(6), 2010. According to the complainant, after removing the cre wireguided dialation balloon from its packaging, it was noted the tip of the guidewire was broken. Additional information reported the coating on the guidewire peeled off. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications as a result of this event and the condition of the patient was reported to be "good"

Event description:
It was reported to boston scientific that a cre wireguided dilatation balloon was used during a dilatation in the alimentary track performed on (B)(6), 2010. According to the complainant, after removing the cre wireguided dilatation balloon from its packaging, it was noted the tip of the guidewire was broken. Additional information reported the coating on the guidewire peeled off. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications as a result of this event and the condition of the patient was reported to be "good".

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration an device manufacture dates are unknown. The device has been returned for investigation, however the device evaluation has not been complete to date. Upon completion of the failure analysis of the complaint device a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: a visual examination of the returned device was performed. There was no damage noted to the catheter of the device. The distal tip of the guidewire was found to be damaged. The condition of the returned incident device was consistent with the complaint that the "accessory guidewire was broken". The most probable root cause is handling damage. (B)(4)